Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "removal of film". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6a, e1, g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture and "removal of film". The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture and "removal of film". The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on the posterior side assessed as surgical impact and missing shell assessed as inconclusive (shell thickness was within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: non-penetrating nicks. Wear abrasion observed on the surface of the shell. Creases were observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported right side rupture and "removal of film". Later, healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted and replaced.